Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level while using a non-tandem infusion set. The bg value was ¿high¿, per cgm meter reading and was due to kinks/blockage in the cannula. The infusion set information was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.